Manufacturer narrative:
UDI information is unknown. Manufacturing site address is unknown. Premarket (510k) number is unknown. A sample was received to perform an investigation. Inspection found that the returned sample was within specification. A functional leak test was performed by manually introducing water with a syringe and the sample did not exhibit any leakage. The root cause cannot be established as the reported problem could not be confirmed with the sample received. A device history record (DHR) review was performed and found no discrepancies observed during the manufacturing of this lot. (B)(4).

Event description:
It was reported that during use of the device, there was leakage from the adaptor. Nothing passed through the reported adaptor when leakage occurred. No patient injury was reported.